Event description:
Customer reported during blood infusion, a leak from tubing occurred. A hole was noted in the tubing silicone segment located inside the pump. The pt was in isolation, so the blood administration set was discarded. No pt harm reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the set was discarded and the lot number was not identified; therefore, we were unable to review the lot history record and perform a product evaluation to determine the root cause.